Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead bipolar impedance increased to high. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported that the atrial lead was changed to unipolar and the sensing assurance was taken off. As a result, this helped the impedance and threshold values. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.